Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Reportedly, the pump basal rate setting was too high and needed adjusting. In addition, it was reported that the basal iq software did not suspend insulin delivery as intended. Customer consumed juice to address the low bg. Although requested, customer did not upload pump data for review. No additional information was provided.